Manufacturer narrative:
Product event summary # the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  did not meet longevity requirements. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: we did receive performance data collected from the device and have analyzed the data. The recommended replacement time (rrt) was (B)(6) 2012. The device rrt was less than or equal to 2.62 volt. The weekly battery voltage trend data shows minimum battery of 2.64 to 2.61 volts between (B)(6) 2012 and (B)(6) 2013. Low battery voltage alerts were noted between (B)(6) 2012 and (B)(6) 2013. (B)(4).